Manufacturer narrative:
A review of the instrument service history revealed no contributing factors to the current complaint. The customer performed multiple troubleshooting which resolved the issue. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. There has been no subsequent contact from the customer regarding discrepant or erratic results. A review of tracking and trending of the architect c16000 processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the arhcitect c16000 processing module, serial number c1601099 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6) and sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated carbon dioxide (co2) results on c16000 processing module for several patients. The results were provided as below: sid (B)(6) initial co2 result=32.0 meq/l / repeated=23.0 meq/l, sid (B)(6) initial co2 result=33.0 meq/l /repeated=14.0 meq/l, laboratory reference range=22 to 31 meq/l. There was no reported impact to patient management.